Event description:
The customer reported an event of revision surgery due to aseptic loosening. The pt underwent the implantation on 1998 and the revision surgery was performed on (B)(6) 2012.

Manufacturer narrative:
An eval of the device cannot be performed as the customer refuses to return the revised device to the MFR. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.